Event description:
It was reported that pump displayed malfunction code 9 with fault ID 0x20f1 and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset malfunction without recurrence, was advised that pump use could continue, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.